Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00190 on 26jul2021. Additional information (14feb2022): an outside of united state (ous) customer reported false positive toxoplasma igg patient result obtained on an advia centaur xpt instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the information provided. Siemens performed an internal study with 100 patient samples. Fifty (50) normal patient samples were retrieved from manufacturing and the remaining fifty (50) patient samples were retrieved from france. The samples were tested with advia centaur xp txog lots 269, 271 and 273 in replicates of three. 95 samples recovered the same interpretations with all three lots and five patients recovered negative/equivocal. Biostats retrieved with patient field data recovered similarly with other lots. Additionally, the calculated specificity on this account for txog matched the specificity of the instructions for use (IFU) for txog. Preanalytical factors and/or sample handling leading to particulate matter could not be ruled out as the causative agent for the different results produced during the first correlation study. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens is investigating the issue.

Event description:
A discordant, false positive toxoplasma igg patient result was obtained on an advia centaur xpt instrument. The initial results were reported to the physician(s). A new sample was repeated on an alternate advia centaur xpt instrument and the original sample was repeated on the original instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false positive toxoplasma igg patient result.